Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with specifications. No device issues were identified.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.5%. There was no reported adverse event.